Event description:
Event description boston scientific crm received information that this atrial-only system had myopotential oversensing. The patient had a syncopal episode and was put in the hospital.